Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Exemption number e2019001.

Event description:
This is being filed to report difficult to flush and clip open. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. A clip delivery system (cds) was prepared for use; however, during flushing, it was observed that there was no flow throughout the drip chamber. It was noted a little drip was observed. The translation handle was manipulated and the flush came through. The procedure continued and the cds was advanced to the mitral valve; however, the clip would not open. Trouble shooting was performed, but failed. The clip was not implanted and the cds was removed, and the procedure was successfully completed with a new clip. One clip was implanted, reducing mr to 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The returned device analysis did not confirm the reported clip open inability and difficult to flush issue. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incident reported from this lot. Based on the information reviewed, a definitive cause for the reported clip open inability and difficult to flush could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling. Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. Correction: device code 1354 was removed.